Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the model number of the refill kit, the serial number of the refill kit, and the status of the refill kit was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_refillkit_acc, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: neu_refillkit_acc, serial/lot #: unknown. Device code (B)(4) is being used for refill kit issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), prialt (unknown dose and concentration), hydromorphone (unknown dose and concentration), and bupi vacaine (unknown dose and concentration) via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2019 the patient was advised to consider pump revision secondary to pump malposition. The current pump position was causing refill difficulty requiring fluoroscopy. On (B)(6) 2020 the patient elected not to proceed with pump revision. The patient was advised of the risks related to refills with current position and they expressed understanding. On (B)(6) 2020 it was reported during a pump refill on (B)(6) 2019,there was an issue with the pump refill kit where 22ml of the patient's medications were wasted secondary to multiple problems encountered with the needle, syringe, and tubing in the refill kit. The tubing was not properly sealed, which resulted in 22ml of lost medication. It was noted the patient would return for early refill. No action was taken. The outcome of the event was unresolved with no further action planned. The device diagnosis was pump migration and other defective pump refill kit. The etiology of the event (pump migration/malposition) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The etiology of the event (refill issue) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was related to programming/refill. No further complications were reported/anticipated.